Event description:
Patient experienced chronic and severe nausea and vomitting with weight loss secondary to morphine intolerance. Other possible causes of patient's symptoms were ruled out by several specialists. Pump was explanted, and patient now on oral medication.

Manufacturer narrative:
4/14/1998: g9 - MFR report number has been corrected here and in header on page 1.